Event description:
It was reported that following a procedure the revolution cement gun was found to have a screw missing on the end. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
One of the two screws at the distal end of the cradle was confirmed to be missing on the returned device. The device was repaired and returned to the user facility.

Event description:
It was reported that following a procedure, the revolution cement gun was found to have a screw missing on the end. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.